Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events seven years and eight months post implantation. The patient reports to be suffering from deep vein thrombosis (dvt), swelling, blood clots, clotting, occlusion of the inferior vena cava (ivc) and that the filter is unable to be retrieved. However, there have been no attempts made to remove the filter. It is noted that the patient has post-thrombotic syndrome and needs to remain on anticoagulants permanently. Ten years and two months post implantation, a computerized tomography (CT) scan showed a pulmonary embolism (pe). The patient also reports to be suffering from mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, embedment, pulmonary embolism (pe), deep vein thrombosis (dvt), swelling, blood clots, clotting and occlusion of the inferior vena cava (ivc) and that the filter cannot be retrieved. However, there have been no attempts made to remove the filter. The patient is also reported to have post-thrombotic syndrome, presented for thrombotic treatment and needs to remain on anticoagulants permanently. The medical records indicate that the filter was placed pre-operatively, the surgical procedure has not been provided. After filter placement the patient was noted to have mild intravascular dehydration, prerenal azotemia and anemia secondary to hemodilution with IV fluids. The patient¿s medical history has not been provided. Approximately seven years and seven months post implant the patient presented for consultation, where images noted the presence of dvt and thrombosis. Around that time a cavagram discovered blood clotting. Due to post thrombotic syndrome, the patient presented for thrombotic treatment approximately ten years and two months post implant. The patient was told at that time that anticoagulants would be needed permanently. A computed tomography (CT) scan performed around that time showed pe. Approximately four months later the patient presented for a consult to inquire about removal of the filter and was told that it was unable to be removed due to its embedment. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Device embedded. Blood clots, clotting, pe and ivc occlusion do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without post-procedural images available for review it is not possible to determine a relationship between the reported events and the device, a specific device malfunction has not been provided, as such a device malfunction cannot be confirmed of further clarified at this time. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). As the patient¿s medical history has not been provided, it is not possible to determine a relationship between the events and the device. Anxiety, swelling and post-thrombotic syndrome do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.